Event description:
The device defibrillator charged but reportedly did not deliver selected energy to the pt. This allegation was based upon the observation the pt did not show expected muscular contraction in response to defibrillator discharge. The pt was not resuscitated. The local factory service rep examined the device and observed proper operation through full performance and functional test. The rep reviewed the use with a facility nurse who attended to the pt. Following this review and a verification of proper device operation, the nurse expressed the device operated properly at time of the event and that pt outcome was not affected by the use, due to a lack of pt viability.